Event description:
It was reported via a phone call on (B)(6)2010 from the sales rep that the director of sales was conducting an educational in-service, as this facility is trialing the (B)(4) products. During the educational in-service, it was mentioned that "a few days ago there was a pt death". On 09/03/2010, info was received stating the event involved a female pt and insertion site was listed as the right internal jugular. The insertion of the cs-15242-sp was "uneventful". The rn, cneph (c) stated that the pt expired at home. At this time there is an autopsy scheduled to verify the cause of death. Additional info from the sales rep on 9/16/2010 stated that she made another phone call to the hospital, and they still have not received any further reporting on this event.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.